Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge, but the alarm recurred. As a result, technical support decided to replace the pump. The customer, whose pump was out of warranty, declined the option of an out-of-warranty loaner pump and opted to use multiple daily injections to ensure continuous insulin delivery.